Event description:
It was reported that a patient underwent an implantation of an automated implantable cardioverter-defibrillator on (B)(6) 2012 and suture was used. The automated implantable cardioverter-defibrillator was implanted from the left side of the patient. The patient developed drainage, redness, and poor wound healing at the incision site. The automated implantable cardioverter-defibrillator was removed on (B)(6) 2012 and cultured. All cultures were negative. The patient required a reoperation to implant the automated implantable cardioverter-defibrillator. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of six medwatches being submitted. Please see medwatches 2210968-2012-08482 through 2210968-2012-08487. The same patient is represented in each medwatch.